Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted/ explanted: unk. (B)(4).

Event description:
It was reported that the area around the pump/ abdomen appeared swollen approx 1 - 2 weeks after the pump implant; the date of onset was (B)(6) 2012. "CT scans etc." Were performed and an ileus was found. Approx 1 - 2 weeks later, the physician when the area around the pump was punctured because it was swollen, bloody fluid was extracted, hematoma was suctioned. It was noted that "this phenomenon was observed once and after that it has not been duplicated". Two weeks later, ileus improved. Patient outcome was noted as recovered from ileus and hematoma. Per the attending physician "since none of the organs were treated, the cause of the ileus was unclear". Drug delivered via the device was gabalon.

Manufacturer narrative:
(B)(4).